Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. The wire was returned broken in lead body. The lead passed continuity testing indicating conductors were intact. A stylet insertion test failed due to blockage encountered 5 millimeters (mm) from the terminal end due to wire returned broken inside of lead body. X-ray showed wire broken inside of lead body approximately length of 5 to 330 millimeters (mm) from terminal pin-likely due to induced damage during handling at implant. Noted gouge marks on the terminal pin likely due to handling at implant. Body fluid present in lumen. Noted lead body slightly bent in multiple areas approximately 62 millimeters (mm) -290 millimeters (mm) from terminal pin likely due to wire stuck in lead. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to this guidewire was unable to pulled back through the lead. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to this guidewire was unable to pulled back through the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. The wire was returned broken in lead body. The lead passed continuity testing indicating conductors were intact. A stylet insertion test failed due to blockage encountered 5 millimeters (mm) from the terminal end due to wire returned broken inside of lead body. X-ray showed wire broken inside of lead body approximately length of 5 to 330 millimeters (mm) from terminal pin-likely due to induced damage during handling at implant. Noted gouge marks on the terminal pin likely due to handling at implant. Body fluid present in lumen. Noted lead body slightly bent in multiple areas approximately 62 millimeters (mm) -290 millimeters (mm) from terminal pin likely due to wire stuck in lead. Laboratory analysis confirmed the reported allegation.